Event description:
Removal of endosseous dental implant. Three implants were placed in class 1 bone on 10/4/96 during a routine procedure. The implant in site #18 was removed on 12/20/96. The clinician reports that during the implant bed preparation, there was a perforation of the lingual plate at the 10mm level/dept. He stated that the patient had moderate buccal-lingual resorption of the alveolar ridge in the molar region. An 8mm implant was placed in the site (rather than a 10mm implant as originally planned). He reports that the implant "dropped into" the site after tapping. The clinician stated that a bone augmentation procedure was done after implant removal and that he will place another implant in the site at a later date.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.